Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubicle pockets from main drawer 5 were not releasing. The field service engineer (fse) identified that cubicle a3 had a broken lid and replaced the affected cubicle. The fse also discovered a communication issue caused by a damaged network cable and replaced the cable, restoring proper device communication. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two full-height cubie pockets (a1 and a3) in main drawer 5 failed to release; whereas a1 had a broken lid. The customer rebooted the station and performed a drawer recovery; however, the cubie pockets remained unrecoverable and were not releasing during access attempts. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.